Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient has not charged their ipg in over a year. As a result, scs ipg has become inoperable. A surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced. Postoperatively, the patient is reportedly experiencing effective therapy.